Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection and sepsis with erosion. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. This rv lead was explanted.